Event description:
It was reported that the atrial lead had low impedance measurements and the atrial sensing was varying. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 6942 implantable defib lead (B)(6) 2001. (B)(4).